Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a satellite clinic for follow-up on an unknown date, low lead impedance was noted on the right ventricular lead. The physician suspected an insulation anomaly. The lead was capped and replaced on (B)(6) 2019, during routine device change out procedure. The patient was in stable condition.